Event description:
As reported, an unspecified gunther tulip inferior vena cava filter, placed in 2004, was fractured in multiple locations. One of the thin wire "petals" was reportedly in three pieces within an extravascular location. The filter was removed from the patient; however, the separated fragments remain in the patient. Per the initial reporter, additional information will not be provided to cook.

Manufacturer narrative:
D1: brand name = unspecified gunther tulip inferior vena cava filter. G4: PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, an unspecified gunther tulip inferior vena cava filter, placed in 2004, was fractured in multiple locations. One of the thin wire "petals" was reportedly in three pieces within an extravascular location. The filter was removed from the patient; however, the separated fragments remain in the patient. Per the initial reporter, additional information will not be provided to cook. Corrected information: h6 (annex a). Investigation evaluation: reviews of the instructions for use (IFU) and evaluation of a customer-supplied photo were conducted during the investigation. The complaint device was not returned to cook for investigation. A photo provided by the customer shows the retrieved filter with a straightened hook and legs clustered together due to blood. One of the secondary filter legs had fractured. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. The product IFU describes ¿filter fracture¿ as a known potential adverse event. The information provided upon review of the IFU and device photo suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event cannot be determined. Possible causes include repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc or a filter leg being caught in a side branch, or excessive force or manipulation near an implanted filter. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.